Event description:
Therascope product concerns. Specifications inaccurate ie: 1-100,000 hz. Implies it is FDA approved. Get slight shock touching case (face plate) when on. May not be properly grounded. Charging consumers up $9,000.00. Not properly serviced.